Event description:
2025-04-17: integrum has been informed that axor ii unit (B)(6) has fallen off from the abutment. The patient fell. No injuries reported. The exact date of event is unknown. 2025-04-25: manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. 2025-04-30: technical investigation performed. During the investigation the device functions were tested and components inspected. The reported issue could be replicated. The clamps had marks and were damaged indicating that the abutment may not have been fully inserted at some point. During service the clamps were replaced. The device was thoroughly cleaned and functionally tested according to specification with approved results. Integrum has informed the clinic on the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. As stated in the IFU, the device shall not be used if a stable connection cannot be achieved.